Event description:
Sorin group received a report that the flow display of the scp incorrectly showed a negative flow. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for evaluation. The unit was tested for 200 hours and no problems were found. The board and sensor were sent to the supplier for further investigation. No problems were found by the supplier. The reported issue could not be reproduced. Without the ability to reproduce the issue, the root cause could not be confirmed but the negative flow sign can be produced if the flow transducer is clamped on backwards. No further action is deemed necessary.